Manufacturer narrative:
A1:(B)(6). (B)(4)

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -10.5/2.0/013 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.